Event description:
It was reported that the tip of the modulus xlif inserter was severed. The tip was broken in the cage while being inserted and it was left securely in the cage and could not be removed. The patient is doing well, no adverse effect.

Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.